Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the mesh was removed on (B)(4) 2007 due to vaginal wall erosion. The patient underwent another surgical procedure and a bs mesh sling was implanted on (B)(4) 2007 and a mentor transobturator sling was implanted on (B)(4) 2008.